Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due due to damaged video connector lock mechanism, then b30 was displayed caused by communication abnormality with scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of b30 error was confirmed. The additional evaluation findings are as follows: video connector internal pin corrosion detected, and a broken video connector pushbutton. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center was inspected before use and encountered b30 (communication error). The issue was found during preparation for use, and the diagnostic procedure was completed with a similar device. There were no reports of patient harm.